Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient (pt). It was reported that the device has always depleted rather quickly event before the change per their manufacturer representative (rep) despite getting a new battery over a year ago. It was reported that the patient's device will be explanted on (B)(6) 2024. The patient reported that they saw their healthcare provider (hcp) on (B)(6) 2024. The patient stated that it does not seem to have an effect on pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they thought they needed a new battery for the controller since in the last year they had problems with the controller not holding a charge. Pt said that they would get discouraged and then not bother using the device. Pt said that on april 6th they had a reverse shoulder replacement and were going to physical therapy and their back was really bothering them, so they were now using the implanted neurostimulator (ins) periodically. Pt said that the controller was not holding a charge and that within three days the controller would lose at least a quarter of the charge. Pt said that the other issue they were having was when they put the recharger (rtm) on to recharge the ins, they would look at the controller and see that the ins was charging but maybe not at excellent, but they always sat still since they couldn't move around when recharging the ins as the controller would start beeping at them. Pt said that all of a sudden, they would notice that the charging needed attention. Pt said that they started out recharging the ins with the battery pack full, but they would check the controller and the controller battery was completely drained. Pt said that the ins would only be halfway or a little more than halfway charged. Pt said that it was taking a long time to recharge the ins and the ins wouldn't have actually charged at all. Pt noted that they just got done fully recharging the controller. Patient services (ps) had them inspect the rtm and pt said that the black rubber coating on the cord going into the paddle was exposing the gray wiring. Pt said that they also saw a crack on the rtm cord where the cord went into the paddle. Pt said that they would reset the controller all the time. A replacement rtm and battery pack were requested. Additional information was received from the patient reporting they would like to set up an appointment to have the implant checked and make sure everything is working. Caller commented that about a year ago they started having issues where they would charge their implant and the battery would run out really quick and it didn't seem to be working much at all. Caller added that they called medtronic about the issue and was sent a replacement belt and battery pack which seemed to help but now they don't know if their settings are right (see rtg0444220). Caller also mentioned that they just had a total hip and shoulder replacement and don't know which groups they should be using to deal with the pain in those areas. The patient was redirected to their healthcare provider to further address the issue. Agent provided caller with nas phone number and reviewed process of requesting a rep through their healthcare provider. Caller mentioned they wearback patches that they change out the same time every day. Additional information was received from a patient (pt). It was reported that they planned to have the implantable neurostimulator (ins) removed because they had tried different adjustments and reprogramming over time, but the therapy was not providing the relief they expected. Pt said they had scoliosis and are getting more relief from surgeries to remove pinched nerves than through the scs device. Pt said the ins also drained quicker than expected and pt was growing tired of charging the ins. Pt said the scs device did not seem to do much. Pt said they had struggled over a year in the past to keep the ins charged and had informed their manufacturer representatives (rep). Pt said they had the recharger replaced in the past when the wiring frayed and had the "battery replaced" (tss did not ask more details to focus on reason for call). Pt mentioned some instructions they had gotten from mdt reps in the past to change settings on their ins to relieve pain, but mentioned they were confused and nothing worked. Tss documenting reported inform ation from the pt.